Manufacturer narrative:
The customer's report that the tubing separated at the upper fitment was confirmed. Visual inspection showed the silicone segment tubing torn apart directly at the engagement to the upper fitment with the rest of the torn tubing still affixed onto the upper fitment. Functional testing was deemed unnecessary due to the obvious damage. The root cause of the noted damage was not identified.

Event description:
The customer reported the tubing separated at the upper fitment during an unspecified infusion. There was no report of patient harm.